Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the first inflation. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending artery (lad). The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."

Manufacturer narrative:
The device has not been returned for analysis as of this date.